Manufacturer narrative:
After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and tested positive for coagulase negative staphylococci. Device evaluation has not yet been completed. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (B)(4) was informed by the user facility that after a microbiological routine control on this evis exera iii gastrointestinal videoscope, the user facility detected an unexpected contamination. The microbiological analysis report indicated the channels of the scope were cultured and tested positive for staphylococcus aureus. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause. The scope has been returned to the regional repair center.

Manufacturer narrative:
Correction to d9 to correct date the subject device was received and to g2 to add the foreign country france. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A multiple defects were noted during the evaluation including cracks on the light guide lens rod, cracks on the distal end cap cover, the bending section rubber was worn out, there was creases on the connecting tube, cracks on the scope connection cover, wrinkles on the universal cord and the degrees of angulation were out of specification. However, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results fall below the alert level and conformed to french recommendation. The following is included in the instructions for use (IFU): "reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.